Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping") and vaginal haemorrhage ("abnormal vaginal bleeding"). The patient was treated with surgery (underwent salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, pelvic pain and vaginal haemorrhage to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s)/migration of essure device location of device: entangled in fallopian tube") and pelvic pain ("pelvic pain/pain") in a 57-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "perforation(fallopian tube(s)/migration of essure device location of device: entangled in fallopian tube" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's concurrent conditions included breast cancer stage I, asthma since 2013, arthritis since 2013 and breast cancer since 2013. In 2009, the patient had essure inserted. In 2010, the patient experienced abdominal distension ("bloating") and weight increased ("weight gain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"). In 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: digestionproblems") and gastric disorder ("stomach problem"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, abdominal pain, abdominal pain lower, abdominal distension, bladder disorder, urinary tract disorder, gastrointestinal disorder, gastric disorder and weight increased outcome was unknown and the dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fallopian tube perforation, gastric disorder, gastrointestinal disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on(B)(6)2018: plaintiff fact sheet received: concomitant disease and event outcome updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation(fallopian tube(s)/migration of essure device location of device: entangled in fallopian tube") and pelvic pain ("pelvic pain/pain") in a 57-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "perforation(fallopian tube(s)/migration of essure device location of device: entangled in fallopian tube" and device monitoring procedure not performed "essure confirmation test(s) conducted- no". The patient's concurrent conditions included breast cancer stage I. In 2009, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), abdominal pain lower ("excessive cramping"), abdominal distension ("bloating"), bladder disorder ("bladder or urinary problems or changes,"), urinary tract disorder ("bladder or urinary problems or changes"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: digestion problems"), gastric disorder ("stomach problem") and weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, abdominal pain lower, abdominal distension, bladder disorder, urinary tract disorder, gastrointestinal disorder, gastric disorder and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, fallopian tube perforation, gastric disorder, gastrointestinal disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, product information and events- perforation (fallopian tube(s), migration of essure device location of device: entangled in fallopian tube, bladder problem, bladder or urinary problems or changes, gastrointestinal or digestive system condition type: digestion problems, bloating, stomach problem, weight gain were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.